Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to high out-of-range shock impedance measurements. No additional adverse patient effects were reported. This lead will not be returned, as it was discarded after explant.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.